Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg would not communicate with the clinician programmer following unknown revision procedure on (B)(6) 2018. It was reported that ipg was set to surgery mode prior to surgery. Multiple trouble shooting steps by company representative were unable to recover the ipg. As a result, patient's ipg was replaced. Effective therapy was restored post operatively.